Event description:
The customer contact reported a leak. The tubing set was connected to an unspecified device and was being used to deliver an unspecified postoperative analgesia, at an unspecified rate, via a gemstar pump. After an unspecified length of time, the customer contact reported that an unspecified volume of solution leaked form a crack of the secure lock of set b of the tubing set. The therapy was resumed. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though request, no additional information was provided including if set b was replaced or disconnected and removed from clinical use.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The lot number of the device that was in use is unk. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 270565h and 311415h. This report represents all the information known by the reporter upon query by hospira personnel.